Manufacturer narrative:
The arsenal set screw is currently being evaluated. A follow up report with results of the investigation will be submitted upon completion.

Event description:
Revision surgery was conducted (B)(6) 2017 to remove & replace an arsenal construct in which a set screw was found to have backed out of position. The arsenal spinal fixation system was originally implanted on (B)(6) 2017 from the t10 thru ilium.

Manufacturer narrative:
The wear pattern found on the set screw from the right iliac crest is consistent with an axial slip and set screw back-out failure. The thread is damaged and is rolled away from the distal surface which may indicate damage occurred during insertion. This damage during insertion could have led to a lower axial clamping strength due to torque lost through the thread damage. The distal surface of this set screw also appears to have undergone final tightening on a rod that was not fully normalized in the right iliac screw as indicated by the external swoop on the outer perimeter of the distal surface. Gouging on the distal face, thread damage, as well as the external swoop indicative of rod non-normalization are all present. Based on the review of the explanted product, the wear patterns indicate that the right iliac set screw deformed from high impact loads on a non-normalized rod. The location of the failure is at the bottom of the construct as this is where they experience the highest loads due to exposure to the full moment arm of the construct. Once this set screw deformed and slipped the load on the construct was lost, which allowed the set screw loosening to begin bilaterally and at adjacent levels. The gouging wear patterns have been replicated in bench top testing by imparting high impact forces on the rod through the set screw-rod-pedicle screw interface and results in the gouging displayed on the distal surface of the set screw. It was also found in bench top testing that once the set screw experiences these high axial forces, the axial load on the set screw holding the rod to the pedicle screw is significantly compromised.